Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: imaging supervisor. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: the tr band large was placed by an experienced tech and hemostasis was achieved. Then approximately within one minute, the patient started bleeding. They noticed the band was flat, so they put more air in and watched. After one minute later the band flattened again. They replaced the tr band with another tr band, and it worked fine. The estimated blood loss was less than 250cc. The procedure type was a neuro intervention. Additional information was received on 08dec2025: the leaking came from the balloon. Additional information was received on 13dec2025: there was no hematoma. 12 cc's of air placed as the starting air. There were no patient complications. The tr band was not visibly damaged. It was stored in its box.